Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and two photos were available for evaluation. V isual inspection noted that the locking tabs were bent out, consistent with the clamshell having been used. Functional testing found that a powered handle running v29.6 software was inserted into the returned clamshell. The handle indicated that the clamshell had been used. The clamshell was reset, reconnected to the handle, and recognized as new. An adapter was connected and calibrated properly. The connection between the clamshell and the adapter was secure. The system then began to connect and disconnect repeatedly without prompting. The adapter was disconnected. The handle was removed from the clamshell and was placed on a charger to be reset. The handle was inserted back into the clamshell, and the device properly indicated that the clamshell had been used. It was reported that there was loose connection from the shell to the adapter. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the instrument did not work. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, while on set-up, the adapter was automatically connecting and disconnecting to the power shell repeatedly, and there was a loose connection from the shell to the adapter. A new shell was used to resolve the issue. No patient complications have been reported as a result of this event.